Event description:
It was reported that a freestyle libre 3+ sensor pairing failed with the ilet system, after which the agent initiated a sensor scan and observed a warmup timer on the fsl menu with approximately six minutes remaining; the user was instructed to call back if glucose values did not appear and alarms did not cease after the warmup. User experienced notification of imminent dosing suspension and loss of continuous glucose data availability with no reported adverse clinical symptoms. Outcomes included temporary interruption of automated dosing with no reported health impact. User support included remote troubleshooting, review of device pairing status, and confirmation of sensor warmup behavior. Investigation of this case revealed a resolved communication and pairing issue between the cgm and the ilet, with no hardware failure identified once the sensor completed its warmup and pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors consistent with sensor warmup and pairing workflow.